Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm and the blockage is at site on 29-apr-2024. The blood glucose level was displayed high at the the of event and was managed by bolus via pump. No further information available.